Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: screen flickering. Based on the results of the investigation, it is like the reported issues occurred due to a deteriorated charged coupled device (ccd). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had stripes in the image. The issue had occurred during reprocessing. There was no report of patient involvement.